Event description:
It was reported that during a surgical procedure, the blade broke and the piece was in the handpiece. It was further reported that there was a five minute delay as a result of this event. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: upon evaluation of the returned blade, investigation results indicate that the blade broke due to issues with the associated handpiece. H6: the quality investigation is complete.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke and the piece was in the handpiece. It was further reported that there was a five minute delay as a result of this event. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.